Event description:
The customer reported the system would exhibit communication errors. This error is likely to prevent the system from booting to a usable state or result in a system lock up. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.